Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the single leaflet device attachment (slda) appears to be due to combination of anatomical challenge and procedural conditions (visualization challenges). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. Although imaging was difficult due to the shadowing of the device, a second clip was deployed. Post deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A third clip delivery system (cds) was advanced and placed on the valve in an attempt to stabilize the slda clip. When attempting to establish final arm angle (efaa), the clip opened. This occurred several times therefore the clip was not deployed and the cds removed. An additional 2 clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.